Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl). Customer administered a manual insulin injection and bg levels decreased to 130 (mg/dl). Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer stated that the pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.